Event description:
Info was received in 7/2003 from the family member, of pt with a history of osteoarthritis. The pt received their first synvisc injection to the left knee in 2003. The caller reported that the pt's knee is thick, swollen, inflamed, and painful. Add'l info was received in 10/03 from the pt's orthopedist, who reported the pt has a history of severe osteoarthritis of the left knee. X-ray does not reveal joint narrowing. After the pt received their first synvisc injection in 2003, pt experienced swelling of the left knee and leg, as well as a left knee effusion. The orthopedist noted that no synovial fluid was collected following the injection. The pt's symptoms were treated with heat, rest, and a depomedrol (methylprednisolone) injection. At the time of this report, the pt's outcome is unk.